Manufacturer narrative:
Batch review performed on 20 june 2016. Lot 135268: (B)(4) items manufactured and released on 19 february 2014. Expiration date: 2018-12-31. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Not available.

Event description:
The patient came in complaining of pain. One of the screws came out of the hinge. The surgeon revised the hinge poly. The surgery was completed successfully. X-rays and explants are not available.